Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure date is unknown. According to the complainant, post procedure, discoloration of the tube began one month after the day the device was deployed. The outer diameter of the discolored portion of the device was thicker than usual. The device was cultured and it was determined to be mold. The device was replaced however manufacturer is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the tube had detached into multiple pieces. Follow up information revealed that the customer cut the tube in multiple pieces for culturing purposes. The tubing was found to be flared out at the locations where the tube had detached. Heavy brown and black spotted residue was found inside the tube pieces. The residue was most likely a combination of feeding supplement, medication and possible mold/fungus. The tube diameter was found to be deformed due to swelling of the tubing in multiple locations. The returned unit was consistent with the complaint incident that the device was discolored and deformed. During the evaluation the device was found to have residue most likely from feeding supplement, medication and possible mold/fungus. The tubing had also deformed most likely due to residue build up and repeated use. Per the additional information the feeding tube had been placed for four months and the discoloration started being visible approximately one month after the device had been placed. It appears that the combination of repeated feeding and medicating caused residue build up inside the device. Due to length of time the device was in place it appears that this allowed mold/fungus to start growing in the device also. It does not appear that the discoloration is due to the device itself, but from use with supplements and medications over a period of time. Therefore, the most probable root cause is operational context. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure date is unknown. According to the complainant, post procedure, discoloration of the tube began one month after the day the device was deployed. The outer diameter of the discolored portion of the device was thicker than usual. The device was cultured and it was determined to be mold. The device was replaced however manufacturer is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.